Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with levofloxin (dose, route and frequency not reported) and intraperitoneal tazicef, daily (dose not reported). The last dose was scheduled for seventeen days after receipt of this report. At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing at time of the event. No additional information is available.